Event description:
A report was received that the pt was explanted due to pocket site pain. The devices were working properly and the pt was able to receive stimulation. The pt was reportedly doing well after the purpose.

Manufacturer narrative:
This is final report.